Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet was observed to be broken into three pieces approximately 3.9 and 4.8 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. Multiple bends and kinks were observed in the returned stylet. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the break sites. The break site of the core wire was observed to be tapered and angled slightly. The kinks in the polyimide tubing were observed to be between magnet interfaces; however, one magnet was found to be broken within the polyimide tubing at the location of one kink. The observed fracture features were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. A lot history review (lhr) of refq1579 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "guidewire of PICC was bent during insertion. Customer reported difficulty threading and met resistance. The guidewire was not bent prior to insertion. Nothing sheared off inside the patient. The customer did not have similar issue with piccs of same lot #. The patient being stuck has a history of complications when attempting to get a PICC to drop. It is likely that the guidewire was bent due to forceful insertion while meeting resistance threading and not a product malfunction." On (B)(6) 2021-the returned device was found to be broken and exhibited multiple kinks.